Event description:
The patient had a programmable vp shunt put in in several months ago of this year for normal pressure hydrocephalus. The patient developed a subdural hematoma. The pressure on the valve was gradually raised to try and reduce the development of the subdural hematoma. The pressure had gotten up to 150 mm of water. The patient had gotten a second opinion at another clinic and there the pressure was raised to 200 mm of water. The patient presented with transient weakness on the left side. The patient returned to the or this month for evacuation of the hematoma. The shunt was left in place.it is believed that actual pressure did not match the set pressure and the anti siphon mechanism was not working properly therefore holding the shunt pressure.